Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a patient feeling overfilled, which occurred on the homechoice (hc) during use. The rn stated the patient has been feeling overfilled and has had to drain out early. The rn stated that the patient came into the clinic that day and had a note on his sheet showing on (B)(6) 2012, he did a manual drain of 3672 ml. The tsr asked the rn what the fill volume was. The rn stated the fill volume equaled 2200 ml, and that the patient does a 2000 ml manual exchange during the day. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The tsr asked the rn what cycle the patient had the full feeling. The rn did not have any more information. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The nurse stated the patient has not reported any additional occurrences of overfill since then. She stated that patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the baxter product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter?s investigation, this complaint for an increased intra-peritoneal volume (iipv) was confirmed; however, the root cause of the report was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.